Event description:
Micro puncture was used to place an arterial line in the groin, the dilator was pulled out to size up and the wire partially unwound itself into two parts (split in half) on one end and while still being in one piece on the other.